Event description:
The customer reported that while the unit was in use on a pt, the unit generated two "autofill failure" alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer reported that they replaced the autofill luer fitting. The company representative tested the unit to factory specification. It functioned normally and was returned to the customer. (B)(4).